Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has not charged the system as recommended. As a result, the ipg battery depleted. Follow-up identified the patient's scs ipg was explanted and replaced.